Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that a one touch ultra 2 meter was showing "call customer service" messages after the meter fell into the water. Replacement products have been sent to the pt. This complaint is being classified based on the available info, as the pt could not be contacted by phone to obtain the additional info. The pt indicated that the reported issue started on the same day around 11:00 am. He mentioned about feeling low blood sugar symptoms sometime after the issue started. It is unknown what exact symptoms was he experiencing at the time of concern. It is also unknown what did he do to treat his symptoms. He denied taking any action in regards to his diabetes care medication or receiving medical intervention due to the reported issue. This complaint is being reported as an adverse event, as the pt reported of feeling low blood sugar symptoms after the alleged issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.